Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively of a laparoscopic sleeve gastrectomy, the staple line was incomplete distally. The reinforced reload ended up not cutting the retaining suture at the end to free itself. Some staples were also poorly formed. A grasper and scissors to resolve the minor sticking. There was no patient injury.